Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025 around 5:00 pm, the patient¿s cgm was reading 45 mg/dl. No bg meter comparison value was reported. The patient self-treated by eating a hamburger, french-fries, and a diet coke. She then relaxed and fell asleep. Around 8:30 pm, the patient started shaking, feeling nauseous, and began vomiting. When the patient checked her cgm it was reading low. The patient¿s husband took the patient to the emergency room (ER). At the ER, the patient¿s cgm was still reading low and the bg meter was reading approximately 600 mg/dl. The patient was treated with an unspecified medication for nausea, intravenous (IV) insulin, and IV fluids. Blood and urine tests were also done. By 1:30 am, it was recommended the patient replace her sensor. Once the new sensor completed warm-up, the patient¿s cgm value was 280 mg/dl with a downward trend arrow. The patient was also asymptomatic at this time. The patient was discharged home around 2:30 am. Once the patient got home, she felt well and went to sleep. The patient was ¿doing fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid was taken upon the arrival at the hospital. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.